Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during the roux-en-y procedure, the suture popped off the needle. There were no patient issues.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. One needle was received. The visual inspection of the reload needle noted witness marks on each of the cones. The needle was loaded onto the pmv suturing device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. After further visual inspection, some witness marks were noted on the cones and around the loading slots. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the witness marks noted. The IFU states, toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Premature toggle.